Manufacturer narrative:
Information was received indicating this report submitted (07-nov-2019) MFR# 3012307300-2019-05385 is a duplicate report to this MFR# 3012307300-2019-05565 submitted (11-oct-2019). Report MFR# 3012307300-2019-05385 is invalid.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited alarms reattach cassette. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.